Manufacturer narrative:
Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a cochlear implant surgical procedure, it was observed by the surgeon that the burr size did not have flutes that ran all the way to the bottom of the burr device. It was reported that force had to be applied to the device for it to burr effectively. According to the reporter, the event occurred before use on a patient. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The external features of the device were visually inspected. It was determined that there were no signs of a manufactured issue or abuse observed. The device was photographed using 25x magnification and rechecked on an optical comparator. It was determined that the device passed all manufacturing specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.